Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom of liquid getting into the unit. Corrosion (from fluid intrusion) was found on the radio printed circuit board (pcb) and wireless module flex, causing the components to fail and rendering the device irreparable. The device was removed from svc.

Event description:
It was reported that a spectrum wireless battery has liquid inside the unit. It was also reported that there was no pt involvement.